Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of stent second flange stuck in scope.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in a procedure performed on (B)(6) 2026. During the procedure, the physician reported that the stent got stuck in the scope and was unable to remove it. There were no patient complications reported as a result of this event.